Manufacturer narrative:
It was communicated that the item will not be sent for investigation. (B)(4).

Event description:
It was reported that patient underwent a revision surgery due to dislocated implant.

Manufacturer narrative:
(B)(4).